Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg at 139mcg via an implantable pump. The patient¿s medical history included cerebral palsy. An infection was reported. The patient came to the ER (emergency room) 6 weeks ago presenting blister over pump incision in abdomen. The environmental, external or patient factors that may have led or contributed to the issue was noted a ¿n/a¿. The diagnostics and troubleshooting performed was cultures were taken prior, antibiotics were given and exploration of the pump with more cultures. The healthcare provider had treated the patient with oral antibiotics since then. The patient was brought in today for exploration of pocket. Cultures were taken, superficial, deep and csf (cerebral spinal fluid). While superficial and deep cultures came back negative with bacteria, csf came back positive. The pump was explanted and would be replaced once patient is fully healed of infection. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.